Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, atrial lead impedance was high and out of range, inappropriate automatic mode switch episodes were noted, and noise was reproduced with provocative testing. The physician reprogrammed the device to ddi mode, deactivating the atrial lead. The patient was in stable condition.